Event description:
It was reported that (1) pmw35 was used during a debridement and skin graft procedure. It was reported by the rep that the when attaching the skin graft to the graft site, the surgeon used the pmw35 skin stapler to hold the graft in place. However everytime the surgeon attempted to do this, the stapler would pull up out the graft and displace it from the intended graft site. The stapler would not release the staple, thus moving the graft. The surgeon removed the stapler from the field and used suture in it's place to hold the graft to the graft site. There was no consequence to pt.